Manufacturer narrative:
Based on the claim against the product by the customer noting an exposed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage at the distal end. As a result, the conductor wire was visible. The root cause is attributed to a component failure. Additionally, an electrical continuity test was performed and passed. There were no signs of thermal damage. The complaint regarding an exposed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis identified bipolar instrument with damaged/broken conductor wire insulation with internal wires visible. This condition could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
After successfully completing a da vinci-assisted low anterior resection surgical procedure, the customer reported that the fenestrated bipolar forceps instrument cable at the wrist was exposed. No functional issue with the instrument was observed during intraoperative use. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. The instrument was inspected prior to use and no damage was found. The instrument did not collide with any other instrument or tool during the procedure.